Event description:
It was reported that upon tightening the bolt head sheared off. Delay no greater than thirty minutes was reported and backup device was available.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The hex head fractured off of the device. Both pieces were returned. The threaded portion was returned in the pin clamp. The bolt was used instead of the set screw that comes with the pin clamp assembly. The device batch information was not provided or present on the device. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.